Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, the nurse inserted handle to the shell, then connected adapter and reload to the device, and checked the correct loading with indicator of the display screen, however the screen was darker than usual. Then the surgeon approached the tissue, however the surgeon felt the device reacted slower than usual. The surgeon fired the device, however the firing was stopped at once. Replaced by new reload, the nurse checked the correct loading with indicator of the display screen, however the screen was slightly dark. The surgeon fired the device again, however the firing was also stopped at once, then removed the device from the tissue. They noticed the screen was so dark and hard to see. Pushed every button, however the device did not react at all. No calibration sound was heard. As the cartridge stayed on the straight position, the nurse could remove the cartridge from adapter. Replaced by another adapter and new shell, then connected adapter described above, the procedure was completed with no problem.